Manufacturer narrative:
Additional information: b5.

Event description:
New information noted that the patient's left ventricular lead continues to exhibit out of range high pacing lead impedance values. No further intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high and out of range pacing impedance during the follow up in clinic. The programming changes were made. The patient was fine before and after the intervention.